Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a temperature issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Pump powers on with vibratory and audible sounds. A rewind, load and prime sequence were successfully performed. No activity related to the complaint observed in the black box or download history. The pump was tested with an external power supply and idle, sleep, rewind and load currents all are within specification. No overheating was duplicated during testing. Removed the pump cover; no evidence of loose components or moisture contamination identified inside pump. Unable to duplicate the complaint. Returned battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.